Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the reported instrument conformed to material and dimensional specification when manufactured. The reported instrument was returned to corin UK for examination, the root cause of the failure mode was identified as design related. The design of this instrument has since been modified to update the handle. Based on this, corin now considers this case closed, however, should any new information come to light then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The clamping section of a minihip stem extractor has broken.